Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the physician reviewed the electrocardiogram and observed loss of capture on the left ventricular (lv) lead. A scopy revealed that the lead had dislodged. The physician decided to electrically deactivate this lead by programming the device to deliver pacing in the right ventricle only. There were no complaints from the physician regarding this lead. The patient is not pacemaker-dependent, and there were no adverse patient effects.